Event description:
The report from the descover database indicated that approx six months after the index procedure the pt was found ot have restenosis of a previously implanted cypher stent. The restenosis was treated by ptca using a cutting balloon and by implantation of a taxus stent.

Manufacturer narrative:
The indication for the index procedure was a positive funcitonal study for ischemia/silent ischemia. The pt was reported to have a 58% ejection fraction (ef) and one (1) vessel with a >=50% stenosis. The target lesion for the procedure was the proximal right coronary artery (rca). The lesion was reported to be: 3.5 mm in diameter, 5 mm in length, a 70% stenosis, ostial, and de novo with little or no calcification. A cypher 3.5/13 mm stent was deployed after pre-dilation. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Angiographic success was achieved and there were no reported complications or device malfunctions. The product is not available for eval and testing.